Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose value. Customer¿s blood glucose was 562 mg/dl at the time of incident. The customer¿s current blood glucose value was 70 mg/dl. The customer¿s other blood glucose level was 35 mg/dl, 160 mg/d. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does allege under delivery. The insulin pump will not be returned for analysis.